Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.25mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, after several times of dilation was preformed at below nominal pressure the balloon ruptured. The device was removed from the patient's body with no issues. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported.